Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through evaluation of the submitted computed tomography image; however, a specific cause for the obstruction could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncopal events could not be conclusively established through this evaluation. Review of the submitted image confirmed compression of the outflow graft that appeared to be consistent with eogo. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for a patient whose computed tomography showed extrinsic outflow graft obstruction (eogo). The site wanted to check that there were no device related concerns. The log file showed no unusual events recorded in the log file event history. The eogo was not affecting any pump parameters at this time. The equipment was operating as intended. The patient experienced syncopal events, and an outflow graft stent was planned for 16apr. The patient was stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent outflow graft stenting for extrinsic outflow graft obstruction on (B)(6) 2025.